Manufacturer narrative:
UDI related data quality updates only. Corrected information provided in d.4.

Manufacturer narrative:
Sample is not available for return. An image was provided for investigation. A follow-up report will be submitted upon investigation completion.

Event description:
Male patient admitted via emergency room with nephrostomy tube issue (prev placed device). Catheter broke right at skin where sutured, upon removing, the catheter broke recoiling into kidney. Second skater placed alongside initial catheter as patient awaits urology consult for further intervention. Images were provided.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were recorded. A review of photos and video from the customer was performed, and drainage skater tube breakage, distal end separation, and complaint was confirmed. The exact root cause is unable to be determined because the faulty device did not return to the manufacturer for the investigation. The complaint was confirmed based on the image and video provided by the customer. Without the device, it was very hard to evaluate breakage related to the manufacture or device mishandling during the procedure. No corrective action is required at this time because the root cause is not confirmed with confidence, such as device breakage due to the manufacture or mishandling by the user. There have been no similar complaints for the lot number.